Event description:
It was reported that after implant, the patient had a direct line of pain where her ovaries used to be. The patient stated that ¿it was like a popsicle was in there.¿ the patient was not given post-op instruction. The programmer antenna was not working when the patient tried to use it one day after implant. The patient reported that the lower stimulation is, the better it is for her pain. The patient stated that she had immediate success with the trial device. It was also reported by the patient that she had adhesions from other surgeries not related to the device; bowel adhesion, ic and disk issues. Additional information received from the healthcare provider reported that there was no event that took place and the patient hadn¿t had any problems with her stimulator. The patient had greater than 50% symptom reduction. No reprogramming was needed and the patient did not have a loss of therapeutic effect or loss of stimulation. The patient recovered without permanent impairment. Additional information received also reported that the patient had severe pain, couldn¿t move and had back spasms that had not completely gone away. The patient stated that due to her body¿s reaction to the device, she should never have been sent home and should have been evaluated more. The patient reported that she took sleeping pills and almost died because she took too much and wants to tell someone what she has been through so it doesn¿t happen to others in the future. It was stated by the patient that the surgeon doesn¿t know anything about the products and did the implant as a favor and that the referring healthcare provider had never had other people that this happened to. Additional follow-up is being conducted, if more information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97792, lot# n522571, implanted: 2015 -(B)(6); product type accessory product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 37092, lot# unknown; product type accessory product ID 37092, lot# unknown; product type accessory. (B)(4).

Event description:
Additional information was received from the patient further clarifying previously reported issues. They stated that their body had rejected the implant, and that they are allergic to metals. However, their doctor was not familiar with what was going on and told the patient it was hypoallergenic. The patient noted that they never turn their device on, because it still hurts and inflames their nerves. The patient also mentioned that their implantable neurostimulator battery is low.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that 6-8 weeks post-implant, she felt as if her nerve endings were on fire and after that she was totally immobile. The consumer did not think that the implant was working for her pain management. It was also reported that the health care provider has taken her of more and more pain medications. The consumer has had chronic pain for forty years. Should additional information be received, a follow up report will be sent out.